Manufacturer narrative:
A retained cartridge was evaluated by product analysis on 09/10/2014 with the following findings: a retain sample from the same lot number was tested. No failures were observed during the cartridge lot review. A visual inspection of the cartridge was performed. No damage or defects were noted. A fill test was performed with no failures observed; a leak test was performed with no leaks observed. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the occlusion complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Correction: lot# updated.

Event description:
On (B)(6) 2014, the reporter alleged the patient¿s blood glucose was between 300-590 mg/dl with polydypsia, extreme drowsiness, difficulty waking up, and confusion on (B)(6) 2014. It was reported the patient remained on pump therapy and was hospitalized for an unrelated foot ulcer infection with treatment of intravenous fluids, insulin delivery via the pump and via injection. The reporter noted the patient¿s healthcare provider adjusted the pump¿s basal rate setting recently. During troubleshooting, it was reported there were 5 occlusion alarms from (B)(6) 2014 to (B)(6) 2014. It was determined by animas customer technical support that the hyperglycemia was caused by the foot ulcer infection and patient use-error of the cartridge. This complaint is being reported because the alleged hyperglycemia was attributed to a use-error. There was no indication of a device malfunction.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.